Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdomen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included labile hypertension, breast mass, multigravida, parity 4, dysuria, dyspareunia, chlamydial infection and vaginal dryness. (B)(6) 2009: genitourinary: pelvic exam performed here in the emergency room shows a white colored discharge present. Cervix otherwise normal appearing. No lesions noted in the vaginal canal. No lesions noted on the outer gyn exam. No lacerations no abrasions no foreign bodies noted in the vaginal canal. No cervical motion tenderness present on examination. No adnexal masses detectable on examination. Previously administered products included for an unreported indication: contraceptives. Concurrent conditions included overweight, depression, esophageal reflux, corneal abrasion, traumatic iritis, bacterial vaginosis, sore throat, rash, ear discomfort, throat pain, congestion nasal, bronchitis, fungal dermatitis, left lower quadrant pain, ovarian cyst, vomiting, diarrhea, uterine fibroid, paratubal cyst, pelvic pain female, adhesion, d & c, uterine ablation and uterine polyp. Concomitant products included doxycycline, ethinylestradiol;etonogestrel (nuvaring) from 2007 to 2008, hydrocodone bitartrate;paracetamol (norco) and ibuprofen since 2008. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal vaginal bleeding"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("psychological or psychiatric problems condition: migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2010, the patient experienced eye pruritus ("vision/eye problems type: itchiness"). In 2012, the patient experienced alopecia ("hair loss"). In 2018, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd/psych injury") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and infection ("chronic infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, post-traumatic stress disorder, vaginal discharge, eye pruritus and infection outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, alopecia, abdominal pain lower and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, eye pruritus, fatigue, heavy menstrual bleeding, infection, migraine, nausea, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007, 2008. Current weight 128 lbs. Approximate weight at the time of essure placement 145 lbs. She received treatment for pain dysmennorhea (cramping),dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding, psych injury, vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Pathology test - on (B)(6) 2018: proliferative endometrium with associated and separate abundant myometrium. - negative for hyperplasia or malignancy gross description 1. Fallopian tube, sterilization: sectioning reveals a thin wire inserted inside the lumen of the fallopian tube. Representative sections are submitted in a single cassette including paratubal cyst. 2. Fallopian tube, sterilization: small paratubal cyst is seen left and right fallopian tubes with the essure coil and endometrial curetting and polyp.. Physical examination - on (B)(6) 2009: pupil on the right is 4 mm, left is 3. Left conjunctiva is moderately injected. Lids were everted and there is no evidence of foreign body. Anterior chamber was inspected and appears clear. Fundi were benign. Slit-lamp examination was performed and does demonstrate a significant corneal abrasion. Discussion: the patient has a corneal abrasion. She subsequently has developed a traumatic iritis. Final diagnoses: 1. Corneal abrasion, left eye. 2. Traumatic iritis, left eye. Ultrasound pelvis - on (B)(6) 2018: impression: 1. The endometrium measures 13.4 mm in thickness but there is no appreciable fluid in the endometrial cavity and no fluid along the endocervical canal or cul-de-sac. 2. There is a rounded mass in the posterior myometrium most compatible with a submucosal fibroid measuring approximately 3.7 x 2.8 x 4.0 cm. This has a small amount of mass effect on the overlying endometrial cavity. 3. Arterial and venous flow are demonstrated in each ovary with no significant fluid collection in either adnexa. There is a cyst in the right ovary that measures up to 1.3 cm.. Ultrasound scan vagina - on (B)(6) 2010: impression: 1. The endometrial tissues are thickened. Within the thickened endometrium, there is a 1.1 x 1.2 x 0.8 cm focus of heterogeneously hypoechoic pattern. This finding is of concern for possible polypoid lesions. Therefore, further clinical correlation is recommended. 2. Possible resolving or complex cyst of the left ovary for which short term follow up study is suggested at a different menstrual cycle. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, left lower quadrant abdominal pain, nausea fatigue, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received: medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdomen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included labile hypertension and breast mass. (B)(6) 2009: genitourinary: pelvic exam performed here in the emergency room shows a white colored discharge present. Cervix otherwise normal appearing. No lesions noted in the vaginal canal. No lesions noted on the outer gyn exam. No lacerations no abrasions no foreign bodies noted in the vaginal canal. No cervical motion tenderness present on examination. No adnexal masses detectable on examination. Previously administered products included for an unreported indication: contraceptives. Concurrent conditions included overweight, depression, esophageal reflux, corneal abrasion, traumatic iritis, bacterial vaginosis, sore throat, rash, ear discomfort, throat pain, congestion nasal, bronchitis, fungal dermatitis, left lower quadrant pain, ovarian cyst, vomiting, diarrhea, uterine fibroid, paratubal cyst, pelvic pain female, adhesion, d & c, uterine ablation and uterine polyp. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008, doxycycline, ethinylestradiol;etonogestrel (nuvaring) from 2007 to 2008, hydrocodone bitartrate;paracetamol (norco) and ibuprofen since 2008. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("psychological or psychiatric problems condition: migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2010, the patient experienced eye pruritus ("vision/eye problems type: itchiness"). In 2012, the patient experienced alopecia ("hair loss"). In 2018, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd/psych injury") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and infection ("chronic infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, post-traumatic stress disorder, vaginal discharge, eye pruritus and infection outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, alopecia, abdominal pain lower and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, eye pruritus, fatigue, infection, menorrhagia, migraine, nausea, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007, 2008 current weight 128 lbs. Approximate weight at the time of essure placement 145 lbs. She received treatment for pain dysmennorhea (cramping),dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding, psych injury, vag. Discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Pathology test - on (B)(6) 2018: proliferative endometrium with associated and separate abundant myometrium. - negative for hyperplasia or malignancy gross description 1. Fallopian tube, sterilization: sectioning reveals a thin wire inserted inside the lumen of the fallopian tube. Representative sections are submitted in a single cassette including paratubal cyst. 2. Fallopian tube, sterilization: small paratubal cyst is seen left and right fallopian tubes with the essure coil and endometrial curetting and polyp.. Physical examination - on (B)(6) 2009: pupil on the right is 4 mm, left is 3. Left conjunctiva is moderately injected. Lids were everted and there is no evidence of foreign body. Anterior chamber was inspected and appears clear. Fundi were benign. Slit-lamp examination was performed and does demonstrate a significant corneal abrasion. Discussion: the patient has a corneal abrasion. She subsequently has developed a traumatic iritis. Final diagnoses: 1. Corneal abrasion, left eye. 2. Traumatic iritis, left eye.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. The endometrium measures 13.4 mm in thickness but there is no appreciable fluid in the endometrial cavity and no fluid along the endocervical canal or cul-de-sac. 2. There is a rounded mass in the posterior myometrium most compatible with a submucosal fibroid measuring approximately 3.7 x 2.8 x 4.0 cm. This has a small amount of mass effect on the overlying endometrial cavity. 3. Arterial and venous flow are demonstrated in each ovary with no significant fluid collection in either adnexa. There is a cyst in the right ovary that measures up to 1.3 cm.. Ultrasound scan vagina - on (B)(6) 2010: impression: 1. The endometrial tissues are thickened. Within the thickened endometrium, there is a 1.1 x 1.2 x 0.8 cm focus of heterogeneously hypoechoic pattern. This finding is of concern for possible polypoid lesions. Therefore, further clinical correlation is recommended. 2. Possible resolving or complex cyst of the left ovary for which short term follow up study is suggested at a different menstrual cycle. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, left lower quadrant abdominal pain, nausea fatigue, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event weight loss added. Event fatigue ,hair loss, nausea, dysmennorhea (cramping),dyspareunia (painful sexual intercourse) outcome added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdomen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included labile hypertension and breast mass. (B)(6) 2009: genitourinary: pelvic exam performed here in the emergency room shows a white colored discharge present. Cervix otherwise normal appearing. No lesions noted in the vaginal canal. No lesions noted on the outer gyn exam. No lacerations no abrasions no foreign bodies noted in the vaginal canal. No cervical motion tenderness present on examination. No adnexal masses detectable on examination. Previously administered products included for an unreported indication: contraceptives. Concurrent conditions included overweight, depression, esophageal reflux, corneal abrasion, traumatic iritis, bacterial vaginosis, sore throat, rash, ear discomfort, throat pain, congestion nasal, bronchitis, fungal dermatitis, left lower quadrant pain, ovarian cyst, vomiting, diarrhea, uterine fibroid, paratubal cyst, pelvic pain female, adhesion, d & c, uterine ablation and uterine polyp. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) since 2008, doxycycline, ethinylestradiol; etonogestrel (nuvaring) from 2007 to 2008, hydrocodone bitartrate; paracetamol (norco), ibuprofen since 2008 and ibuprofen since 2008. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("psychological or psychiatric problems condition: migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2010, the patient experienced eye pruritus ("vision/eye problems type: itchiness"). In 2012, the patient experienced alopecia ("hair loss"). In 2018, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and infection ("chronic infections"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, post-traumatic stress disorder, vaginal discharge, eye pruritus, fatigue, weight decreased, alopecia and infection outcome was unknown and the vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, eye pruritus, fatigue, infection, menorrhagia, migraine, nausea, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007, 2008 current weight (B)(6). Approximate weight at the time of essure placement 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pathology test - on (B)(6) 2018: proliferative endometrium with associated and separate abundant myometrium. Negative for hyperplasia or malignancy. Gross description: fallopian tube, sterilization: sectioning reveals a thin wire inserted inside the lumen of the fallopian tube. Representative sections are submitted in a single cassette including paratubal cyst. Fallopian tube, sterilization: small paratubal cyst is seen left and right fallopian tubes with the essure coil and endometrial curetting and polyp. Physical examination - on (B)(6) 2009: pupil on the right is 4 mm, left is 3. Left conjunctiva is moderately injected. Lids were everted and there is no evidence of foreign body. Anterior chamber was inspected and appears clear. Fundi were benign. Slit-lamp examination was performed and does demonstrate a significant corneal abrasion. Discussion: the patient has a corneal abrasion. She subsequently has developed a traumatic iritis. Final diagnoses: corneal abrasion, left eye. Traumatic iritis, left eye. Ultrasound pelvis - on (B)(6) 2018: impression: the endometrium measures 13.4 mm in thickness but there is no appreciable fluid in the endometrial cavity and no fluid along the endocervical canal or cul-de-sac. There is a rounded mass in the posterior myometrium most compatible with a submucosal fibroid measuring approximately 3.7 x 2.8 x 4.0 cm. This has a small amount of mass effect on the overlying endometrial cavity. Arterial and venous flow are demonstrated in each ovary with no significant fluid collection in either adnexa. There is a cyst in the right ovary that measures up to 1.3 cm.. Ultrasound scan vagina - on (B)(6) 2010: impression: the endometrial tissues are thickened. Within the thickened endometrium, there is a 1.1 x 1.2 x 0.8 cm focus of heterogeneously hypoechoic pattern. This finding is of concern for possible polypoid lesions. Therefore, further clinical correlation is recommended. Possible resolving or complex cyst of the left ovary for which short term follow up study is suggested at a different menstrual cycle. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, left lower quadrant abdominal pain, nausea fatigue, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs+mr received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: ptsd, migraines /headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, vision/eye problems type: itchiness, fatigue, weight gain / loss specify which one: weight loss, hair loss, pain abdomen, lower abdomen pain, plaintiff did not undergo essure confirmation test were added. Removal details added. Outcome for events added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.